Event description:
It was reported that prior to the start of a da vinci-assisted ovarian cystectomy surgical procedure, the mega suturecut needle driver instrument was out of lives, but the red dot did not appear. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and placed on the in-house system. The display showed 1 remaining life. A review of the log also confirmed that the instrument had 1 life left. The life indicator had not rotated to red. Further evaluation of the instrument states that the instrument had a broken pitch cable at the distal end causing a non-intuitive motion issue. The cable was completely broken but cable segment was not missing, and both cable crimps were present. Also, the log recorded error 282 indicating the instrument failed to recognize. The instrument was placed on an in-house system and passed the recognition tests on 3 out of 3 attempts. Additionally, the instrument was found to have engagement failure. A review of the logs reported no error code for engagement. The instrument was placed the in-house system and failed engagement on 3 out 3 attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.